Manufacturer narrative:
Labeling single use or reuse. No conclusion can be drawn.

Event description:
Information received from another country affiliate. This information indicates, a pt was wearing acuvue 2 contact lenses (cl) and developed a corneal ulcer od. The date the pt began wearing cl and wear cycle are unknown. In 2007, the pt experienced pain and difficulty opening od. On the following day, the pt consulted an eye care professional (ecp) and was diagnosed with a 1mm peripheral corneal ulcer at approximately 10 o'clock. The ecp prescribed oxafloxacin and cefmenoxime hcl eye drops 4 times a day. The ulcer resolved by a week later, but corneal clouding was observed. On four days later, the ecp observed corneal clouding regeneration of the corneal epithelium. Ofloxacin and cefmenoxime hcl were discontinued. Sodium hyaluronate drops 4 times a day was prescribed. The ecp state there was "no decreased vision in the pt's right eye". The pt discarded the product. Lot information was requested but was not provided. The ecp considered the ulcer to be bacterial based on medical findings. The ecp reported the pt had poor compliance with regard to cl care. The ulcer was not cultured. The pt and parent were re-educated on proper care of lenses and wear cycle. On three days later, the pt resumed wearing cl. The report indicated that the pt was experiencing dry eyes, but had not changed cl wear schedule. MDR reportable events are reviewed in quarterly management review meetings. Will report additional information with 30 days or receipt.